Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporting contact: (B)(6). Quality assurance coordinator (B)(6).

Event description:
The complaint/event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. The intravenous line/filter was reportedly cracked. This issue was identified at the beginning of the 0700 shift. Total parenteral nutrition (tpn) was running at 9.2 ml/hr. There was no unexpected or prolonged care. The type of invasive procedure was not provided or not applicable. There was no apparent harm associated with this complaint/event. This reflects the fourth of four incidents.

Manufacturer narrative:
A used sample #(B)(6)was returned for evaluation. As received, the sample was visually inspected, and no physical damage or anomalies were observed. Tpn solution residuals were noted inside the sample. The set was leak tested and no leakage from sample #4 was observed. Therefore, the customer's complaint was not confirmed and a probable cause for the reported issue could not be determined. The device history record could not be reviewed because no lot number was identified.